Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was placed. The procedure date is unknown. According to the complaint, there was a malfunction of the peg tube however it could not be defined. The device was in place for approximately one year. It was replaced with a new endovive initial placement peg kit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - malfunction of the device could not be defined. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.